Event description:
Country of complaint: (B)(6). Suture breakage when tightening the knot during a hysterotomy. No pt consequence.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going at manufacturing site.